Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the ht70 plus ventilator had an oxygen (o2) sensor failure message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4).